Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. Before returning to customer battery was replaced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The customer plugged the console in for several hours and alarm battery failure / battery communication. It is unknown as to how the issue was managed. Failure alarms were still present and there was no report of patient involvement or harm.